Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator had reached eri and was replaced on (B)(6) 2018. The patient was stable before and after the procedure. Post device replacement, the physician requested data from the explanted device. Upon interrogation of the explanted device it was noted that the device exhibited backup vvi operation. Since device had reached eri when the reset to back-up vvi occurred, a firmware download could not be performed to restored the device to normal operational mode. Patient status was normal.